Manufacturer narrative:
(B)(4). The sample and the lot number were unknown; therefore, no evaluation or batch review could be performed. This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Correction: this complaint for a system error 2240 (air in line) was confirmed. The cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 3 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they did not know the cause of the alarm and were not aware of the incident. The rn stated the home patient (hp) has had no injury or medical intervention from this incident and is continuing therapy successfully.